Event description:
It was reported that the patient presented remotely. Upon review, it was noted that the pacemaker was in backup mode. The patient was brought into the clinic and the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information requested but was not received.